Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the pt inflated the balloon with the vasoview hemopro 2 with 10cc of air and it popped. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for lots 25099517, 25099863, 25099953 and 25099955 that was shipped to the account prior to the aware date. There was no non-conformance recorded in the lot history. (B)(4).